Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tam4ma drawers 6 and 4 had failed; reboot and recovery attempts were unsuccessful, and power cycled by unplugged and reconnected the cable, as well as checked the back panel, does not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height legacy drawer 4 and 6 cubies were not detected. The field service engineer (fse) found that the flat flex cable was faulty and replaced both flat flex cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.